Event description:
It was reported that an asymptomatic patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition. Programming changes were made. The patient was stable throughout.